Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for investigation, however, a photograph was provided. The allegation was not confirmed via photographic inspection due to sensor wire is present the probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A4 weight - correction. B5: describe event or problem - additional information / correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: - additional information / correction. H6 - additional information. H10: corrected data.

Event description:
A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.